Event description:
Healthcare professional reported, left side rupture. And capsular contracture, baker grade unknown. Diagnosed by ultrasound and MRI. The device remains implanted.

Manufacturer narrative:
Continued section e1: (B)(6). The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade unknown diagnosed by ultrasound and MRI. The device has been explanted.

Manufacturer narrative:
Reason for reoperation: rupture. Photo analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade unknown diagnosed by ultrasound and MRI. Healthcare professional later clarified "in MRI and clinically (intraoperative) no capsular contracture was found" and confirmed left side rupture. The device has been explanted.